Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia several times per day while using the ilet, often occurring after meal announcements, with a documented nadir of 39 mg/dl and one episode requiring rescue glucagon administration. Symptoms included hypoglycemia. Outcomes included the need for carbohydrate intake and administration of glucagon, without emergency medical services or hospitalization. Investigation included a review of the complaint details and case records. Investigation of this case revealed that the cause of the hypoglycemia was not determined. It was concluded that the event was user-experienced hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.